Event description:
The nurse reported that during surgery the guidewire would not go into the im reamer shaft.

Manufacturer narrative:
Eval summary: no deviations were found during review of the mfg and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no material, design or mfg related issues were found. Based on available info and on the found traces the reamer was damaged due to usage without inserted guide wire during former surgeries as the inner spiral would not have been constricted because an inserted guide wire avoids a constriction due to this device (3mm). The reported event could be classified as not device related.